Event description:
The MFR's rep reported a pump volume discrepancy during a recent refill appointment. The pump's estimated reservoir volume (erv) was 2ml, but the actual reservoir volume (arv) was 10ml. The pt was experiencing a "return of symptoms". The hcp considered performing troubleshooting on the drug delivery system. Add'l info has been requested, but was not available at the time of this report.